Event description:
The catheter fractured when the port was being removed. They localized the end 2 more times and it fractured both times. Patient was sent to the or for removal of remaining catheter. Patient needed the clavicle to be transected and a venotomy to retrieve entire portion.manufacturer response (as per reporter) for port-a-cath, vortex port-a-cath:nothing at this point.

Event description:
The catheter fractured when the port was being removed. They localized the end 2 more times and it fractured both times. Patient was sent to the or for removal of remaining catheter. Patient needed the clavicle to be transected and a venotomy to retrieve entire portion.manufacturer response (as per reporter) for port-a-cath, vortex port-a-cath:nothing at this point.